Event description:
It was reported that two pedicle screws were broken post operatively. In (B)(6) 2007, the pt underwent l4-s1 spinal fusion surgery with incompass instrumentation and peek spacers. (B)(6) 2012, the pt developed pain on her right side associated with l5-s1 and it was determined that both screws at s1 were broken at the shaft. Pt is reported to have fused in the treated segments. The heads of the broken screws were explanted during revision surgery. The shafts were unable to be removed and remain in the pt. Surgeon also removed closure tops, both rods, an add'l screw and a crosslink, then decompressed the right side and reinstrumented right side l5 and s1 with new screws. No screw was able to be placed in the left side s1 due to the broken screw shaft. New rods were placed along with new closure tops.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. The most probable root cause is related to the pt's physiology. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.